Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) (unknown year) at 9pm. The patient reported obtaining a reading of "185mg/dl" on the lfs meter. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) (unknown year) she developed symptoms of "shaking and falling asleep." The patient reported on (B)(6) at 9:30pm she was treated by emergency medical services (ems) with a IV fluids and a reading of "25mg/dl" was obtained on the ems meter. It is unclear if the patient also received treatment for treatment of hypoglycemia. At the time of troubleshooting, the cca confirmed the patient's test strips were in good condition and the meter was in the correct unit of measurement at the time of testing however, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged inaccurate high reading, she took her usual dose of medication according to the reading, developed symptoms suggestive of hypoglycemia and a severely low blood glucose reading was obtained by ems.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.